Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was found to be dislodged, however the lead measurements were all still within acceptable performance testing results. The physician performed a revision procedure, but this lead would not stay in an acceptable place within the patient. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.